Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s blood glucose level was 400 mg/dl. The customer had other blood glucose of 215 and 295 mg/dl. The insulin pump will not be returned for analysis.